Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. The multifix s ultra knotless anchor is fully detached and two parts were sent with the device. No sutures returned with the device. No manufacturing abnormalities. The returned device is a single-used device and could not be functional tested. Basic functions deployment knob can be rotated until stop. The end cap and the rod can be continuously rotated in both directions. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. Clinical evaluation was completed and concluded that per complaint details, we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. Although it was reported the multifix s-ultra 5.5mm knotless anchor was pulled out while disengaging the handle, it is unknown if an additional bone hole was required. However, it was reported the procedure was completed with a backup device with no patient harm or a significant delay. Therefore, no further medical assessment is warranted at this time. Should any relevant medical information be provided, this complaint will be re-assessed. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) tissue thickness. (2) misalignment of inserter handle. (3) excessive force. (4) over tensioning the suture. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported during surgery using multifix s-ultra 5.5mm knotless, the anchor was pulled out while disengaging the handle. The malfunction was solved with no significant delays or patient harm using a back up device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the instructions for use found that incomplete insertion or poor bone quality may result in implant pullout. A review of risk management files found that the reported failure was documented appropriately. Clinical evaluation was completed and concluded that per complaint details, we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. Although it was reported the multifix s-ultra 5.5mm knotless anchor was pulled out while disengaging the handle, it is unknown if an additional bone hole was required. However, it was reported the procedure was completed with a backup device with no patient harm or a significant delay. Therefore, no further medical assessment is warranted at this time. Should any relevant medical information be provided, this complaint will be re-assessed. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.